Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. A review of the data provided shows that quality control (qc) was in range at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call. The cse reviewed the probe alignments, and checked the instrument pumps. The cse changed the height of the sample probe in the dilution tray. The cse ran 18 precision runs on carbon dioxide (co2), calcium and triglycerides, which were in range. The cse then ran qc, which was in range. The cause of the discordant falsely elevated calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated calcium (ca) results were obtained on two patient samples on an advia 1800 instrument. The initial results were not reported out to the physician(s). The same samples were repeated on the same instrument, resulting lower. The repeat results were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium results.